Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the patient experienced headache, dizziness, and a loss of consciousness. The customer was unable to self-treat and was treated with an unspecified treatment by both a non-healthcare professional and a healthcare professional. There was no report of death or permanent impairment associated with this event.